Event description:
It is reported that the pt underwent debridement on an unk date and removal of mass, and later underwent revision for infection. This was a two stage revision with the second stage completed on (B)(6) 2011.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Primary operative notes were provided which was a left hip conversion arthroplasty from pins to a total hip arthroplasty; the result of a scfe deformity as a child. No complications were noted. Revision operative notes for the first stage of the revision on (B)(6) 2011, were reviewed which noted that tissue samples indicated infection, and an osteotomy was utilized to remove the stem. A draining sinus tract on the posterior aspect of the thigh was excised and debrided. Cement spacers were implanted. Second stage revision operative notes were provided which did not note any cause of the infection. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. With the info available, a definitive cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.